Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger/modem was unable to power up. The cause of the inability to power on is a cut power supply cord. The root cause of the cut cord cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged battery charger/modem.